Event description:
It was reported that after an anterior resection of rectum by colon-colic terminal anastomosis performed at 5 pm. The anastomosis appeared well done. At 9 pm, an unplanned surgery had to be performed by the surgeon due to the worsening condition of the pt. The pt experienced serious bleeding from staple line. The cause for the bleeding was unk. The surgeon had to stop the hemorrhage by suturing with another five staples. There was no reported issue with the device during the initial procedure. A leak test was performed during the initial surgery and no bleeding was observed. The pt has recovered and is doing well with no further consequence.